Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the thread in insertion handle broke. There were no reports of an surgical delay. This report is 1 of 1 for complaint com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing investigation was conducted. The report indicates that the investigation of the complaint insert handle shows that the thread used or fixation of the extension break out. The insert handle produced in 2009 shows regular marks of use. Further investigation of documentation for material and manufacturing shows that the instruments print specification. No fault in material or manufacturing could be detected. Afterwards and without additional details it is not possible to determine the exact cause of the damage. Mechanical overload lead into a fatigue crack of the material. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.